Event description:
It was reported that a spectrum pump turned off. This occurred during programming/setup in the emergency room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During evaluation, ' had an issue: turn off.' Was reproduced. A review of the event history log (ehl) revealed that the customer had experienced a single occurrence of ¿improper shutdown!¿. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be dried liquid substance on the back flex battery contact pins, which caused the pins to be depressed/jammed and unable to rebound as designed to make contact with the battery pin. The back flex battery contact pin requires cleaning to address this issue. Should additional relevant information become available, a supplemental report will be submitted.